Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the laser was calibrated however the surgeon was not satisfied with the performance. The procedure was aborted and will be completed at a later date. Additional information has been requested.